Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (impdts) was over torqued and became stuck to the implant. The procedure was completed with another instrument with no damage to the implant.

Manufacturer narrative:
(B)(4). One certain driver tip was returned for inspection. The device shows signs of wear consistent with use at the hex features. The o-ring is in good condition. The implant used was not returned for inspection. The returned device was examined visually by the naked eye and through magnification. The product was functionally tested, and the driver tip was found to assemble and disassemble with a mating implant. The complaint is unconfirmed. A device history review was performed and no related nonconformance¿s were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. No-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. The alleged complaint is unconfirmed and a root cause cannot be determined. (B)(4).